Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection confirmed an exposed wire of the power supply. The unit did power on but while moving the power supply cord. The unit powered off due to damage to power supply. A replacement power supply was used on the unit powered on successfully. The root cause was isolated to physical damage due to an undetermined event

Event description:
This report is to advise of an event observed during analysis confirming an exposed wire of the power supply.